Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. The compressor transformer was found to be defective by the field service engineer. After replacement, the compressor passed functional tests and was returned to the customer and cleared for clinical use. The faulty transformer was returned to the national collection point but was not sent to the manufacturer for investigation. The compressor was manufactured before corrective actions for the transformer were implemented during week 51, 2019. As no faulty part was returned for investigation, the reported problem could neither be confirmed nor any root cause determined.

Event description:
Manufacturer's ref.#: (B)(4).